Event description:
Olympus was informed that an olympus hemostasis clip became lodged inside the subject device, and during a later unspecified type of colonoscopy procedure with polypectomy, it fell into a patient's body cavity. The clip was retrieved with unidentified graspers during the same procedure. There were no reports of patient infection or cross contamination.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported the clip had been used on (B)(6) 2011, and the event took place 7 days later following four endoscopy procedures. The clip was said to have been dislodged toward the end of the procedure, and the users had reported experienced suction issues. The intended procedure was said to have been completed following the retrieval of the clip. The clip was reportedly in a closed position. The subject device was not returned to olympus for evaluation. If significant additional information is received, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.